Event description:
It was reported that there was a shocking or jolting sensation. It was stated that the patient was in the electronic/television section at a store when she got a "severe zap" that went up and down her spine, "like a serve convulsion." The patient reportedly got a new battery for the patient programmer, but could not get the implant to turn on. It was noted that the programmer "appeared to be in working order." It was stated that the patient was "in pain without therapy." It was noted that the patient was scheduled for an appointment. Additional information was requested and if received, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 7496 lot# serial# (B)(4), implanted: 1993 (B)(6), product type extension product ID, 7434a lot# serial# (B)(4), product type programmer, patient product ID, 3586 lot# serial# (B)(4), implanted: 1993 (B)(6), product type lead. (B)(4).